Event description:
During the product evaluation for a leak between the spike/port interface, it was discovered that the spike itself is also leaking. In this case, the patient was admitted to the hospital, due to peritonitis in 2006. An effluent culture taken grew staphylococcus epidermidis. No other relevant tests are known. Antibiotic treatment is unknown. The home patient was discharged from the hospital about two weeks later, however, was readmitted the next day for peritonitis. It is unclear at this point if this is a new case, or if the patient did not recover fully.

Manufacturer narrative:
Evaluation summary; during the evaluation, a new malfunction, leak on the spike, separate from the initial reported event was discovered. There has been corrective and preventative action taken relative to this matter, renq-CAPA-0031. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.